Event description:
A malfunction alarm was reported by the customer, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as ¿high.¿ the customer managed the high blood glucose by administering a correction injection through multiple daily injections (mdi). Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to report any further issues.